Event description:
A trilogy 100 ventilator was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The device was remediated, and the foam insulation was replaced to resolve the issue. Additional findings not related to the malfunction/issue was overuse of the keypad and rubber feet missing on the device. The third-party service technician replaced the keypad and rubber feet to address these issues. The third-party service technician observed the motor assembly needed replacing on the device. The third-party service technician replaced the motor assembly to address this issue.